Event description:
It was reported that the patient felt the device under the axilla, upon examination it was noted that the device migrated downward under the axilla of the patient. As a result, the advisory device explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.